Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 17995un23 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 17995un23 and issue. The device history record review did not identify any non-conformances or deviations related to the lot number 17995un23 and complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent lot 17995un23 was identified.

Event description:
The customer observed falsely elevated alinity c calcium (ca) results for one patient. The following results were provided (reference range 8.4 to 10.2 mg/dl): (B)(6) 2024 sid (B)(6) initial calcium = 21.1 mg/dl; repeat result= 9.4 mg/dl; repeat on other analyzer with different lot of reagent= 12.6 mg/dl; additional results provided, creatinine= 0.68 mg/dl; albumin= 4.4 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c calcium (ca) results for one patient. The following results were provided (reference range 8.4 to 10.2 mg/dl): (B)(6) 2024 sid (B)(6) initial calcium = 21.1 mg/dl; repeat result= 9.4 mg/dl; repeat on other analyzer with different lot of reagent= 12.6 mg/dl; additional results provided, creatinine= 0.68 mg/dl; albumin= 4.4 g/dl. There was no impact to patient management reported.